Event description:
The account is unable to obtain patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. The issue started after changing the reaction vessel cells to lot (69436p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/balloon rupture has caused or contributed to pt injury previously. Device issue: stent dislodgement/balloon rupture. It was reported that resistance was experienced while advancing the stent delivery system through the guiding catheter, close to the aortic arch. The device was removed and the distal end of the stent was observed to be damaged. There were no pt effects. No additional event or pt info is available. This event will be conservatively filed with the FDA due to analysis of the returned device which revealed a dislodged stent and ruptured balloon.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.